Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was found that the pacemaker was failing to be interrogated via radio frequency (rf) telemetry. The pacemaker also exhibited a diagnostic issue. The pacemaker was explanted and replaced. The patient remained in stable condition.

Manufacturer narrative:
The reported event of inability to interrogate and incorrect measurement was not confirmed. The device was returned for analysis. The device was received with normal outputs and normal telemetry communication. The analysis indicates the device was implanted beyond its projected longevity. At this stage, the battery¿s capacity is significantly reduced, and its voltage level is sensitive to variations such as temperature, rate responsive and prolong telemetry interrogation. These conditions can result in fluctuation of battery voltage level measurements, which affects the longevity estimates. Electrical and mechanical tests performed including output verification, telemetry interrogation, and physical evaluation did not identify any functional issues. The device was implanted for more than 24 years which exceeds its projected longevity and is consistent with normal battery depletion. Correction: the correct event description in b5 should have been ¿it was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was found that the pacemaker was failing to be interrogated via inductive telemetry. The pacemaker also exhibited a diagnostic issue. The pacemaker was explanted and replaced. The patient remained in stable condition.¿ rather than 'it was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was found that the pacemaker was failing to be interrogated via radio frequency (rf) telemetry. The pacemaker also exhibited a diagnostic issue. The pacemaker was explanted and replaced. The patient remained in stable condition.¿

Event description:
It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was found that the pacemaker was failing to be interrogated via inductive telemetry. The pacemaker also exhibited a diagnostic issue. The pacemaker was explanted and replaced. The patient remained in stable condition.